Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device was able to successfully seal smaller vessels but on larger vessels within indicated range the vessels bled a few minutes after sealing (ie) uterine pedicle. Second device opened with same effect. Another device was opened, and bleeding vessels were ligated with suture. There was no regrasp alert tone but with end tone and evidence of energy delivery. No blood transfusion was necessary. There was no patient injury.